Event description:
When inserting an IV catheter, we do not get flash in the catheter or in the hub, it is usually in the plastic catheter that houses the retracted needle. Also, when inserting the catheter, you have to advance the needle more than usual as it can be difficult to advance just the plastic catheter. When you push the button to retract the needle, the needle does not retract. Its like the button sticks, you have to push the button several times to have it retract.